Manufacturer narrative:
Product not returned for investigation. Product was mfg and sold by dow corning wright, the assets of which were purchased by wright med technology, inc. Event device code is addressed in package insert. This is the same event as 1043534-1997-00088, 00089, 00090, and 00091.

Event description:
Failed r thr - stem migrated. Pt had a fem fracture + split, and a loose cup component wear and migration of shell. Revision done.